Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 424 mg/dl. Customer did not mention how they treated themselves. Customer advised the insulin pump was dropped in the toilet. Customer had high potassium levels and was headed to the hospital. The customer did not provide any information about their hospital visit. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.